Event description:
The customer reported that, the system would not turn on before the surgery. They had to cancel one case. The patient was rescheduled for the following week. There was no patient injury.

Manufacturer narrative:
The company service representative examined the system and confirmed the failure. He replaced the power supply and completed a preventive maintenance service. The power supply was not returned for evaluation, as it was deemed too old to repair. The power supply was scrapped at the facility. The root cause for the inability to power up the system was a failed power supply. This report mailed in to FDA on: 10/05/2007.